Event description:
On (B)(6) 2009, the patient reported that 6 weeks ago, 10 units of insulin spilled in the cartridge compartment of the infusion device while he was changing the insulin cartridge. He stated that he dried the cartridge compartment with a napkin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.